Event description:
New information noted that an issue was noise persisted, and noise was over-sensed. No intervention was performed, and patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. It was reported that right ventricular (rv) lead exhibited noise. No intervention was performed. Patient condition was unknown.